Event description:
It was reported on june 12, 2023, that the red plastic clip which secures the size 3-5 posterior saw capture to the femoral cutting block, was broken. The clip was broken upon opening of the set; therefore, an exact breakage date is unknown. Incident discovered during total knee replacement, there were no delays or adverse consequences. This report is for an attune mod post saw cap sz 3-5. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. D9: complainant part is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.